Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 50-69 mg/dl. The customer declined troubleshooting with tandem technical support, and declined to provide additional details regarding the reported issue.